Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated creatine kinase-mk (ck-mb) results generated by the unicel dxi 600 access immunoassay system for a single patient. The patient was redrawn multiple times and all ck-mb results were "approximately 9 ng/ml". The samples were tested on a different instrument in the customer's lab which produced similar results. The specimens were also tested on the abbott, I-stat analyzer and ck-mb results were "approximately 2" (units not provided). The ck-mb results were reported out of the lab. Based on available information, the patient had an EKG and a heart catheterization.

Manufacturer narrative:
Qc was within specifications. The samples were plasma, collected in lithium heparin tubes. Customer did not question any other assay or sample. Customer states there isn't enough sample to send for heterophile testing. A field service engineer (fse) was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.